Event description:
Doctor used the hook bovie tip, removed it from the pt and placed it in a secure spot. When he went to use it again, he noticed that the hook tip was missing. X-ray was taken. Case was a laparoscopic cholecystectomy. Case was somewhat prolonged for a search of the operative area an x-ray. Case was laparoscopic so the search of the wound was through the laparoscope and the tip was not located. No injury to pt identified. Deemed increased risk by surgeon to dip around further or open the pt. Instrument involved was: aesculap (B)(4) -handle-/(B)(4) -hook tip- handle, monopolar, w/l-hook, 5m. Although it is technically listed as 2 parts it arrives attached and we do not assemble or disassemble.